Event description:
Pt presented w/ hematuria, high power alarms, sob and malaise, pt was started on heparin, milrinone and integrelin. Plasma hemoglobin, ldh and powers continued to rise over night. Pump exchange.